Event description:
It was reported that the patient had pain and the hip broke loose - patients states he is disable due to the hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate/abgii modular stem. Additional information has been requested and if received, will be provided in the supplemental report.